Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken tube extension at the orange plastic section. Thermal damage was not observed. No fragment was missing.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure that another universal surgical manipulator (usm) caught the edge of the orange wrap underneath the monopolar curved scissors (mcs) tip cover accessory during an instrument exchange. Reportedly it was difficult to remove the instrument. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) received the following follow-up additional information: there were no reports of the instrument arcing during the procedure.